Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Device not a combination product. Unable to deselect.

Event description:
It was reported that a skin reaction occurred. The patient experienced generalized itching and diarrhea the day after the sensor was inserted (sensor insertion date and location were not provided). The patient took aerius (antihistamine) which is a prescription only drug, for an unspecified length of time. No additional patient or event information is available.